Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged headaches, hospitalized and oxygen concentration decreases. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged headaches, hospitalized and oxygen concentration decreases. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. The patient has alleged headaches, hospitalized and oxygen concentration decreases.there was no report of patient harm or injury. The reported event headaches, and were hospitalized was reviewed by the pms clinical expert. This event is not assessable due to insufficient information. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no problem with the unit. Section(s) d8, d9 and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on may 24, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged headaches, hospitalized and oxygen concentration decreases. Additional information was received about the alleged eye irritation, skin irritation, respiratory track irritation, dizziness, headache, nausea, vomiting, hypersensitivity, kidney disease or toxicity, liver disease or toxicity and cardiopulmonary reserve cancer. Section h6 health effects: clinical codes has been updated in this report.